Manufacturer narrative:
The insulin pump received with missing end cap sticker, scratched case, scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
It was reported that the end cap of the insulin pump is missing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.